Event description:
Device report from synthes reports an event in malaysia as follows: it was reported that on (B)(6) 2023, it happened in an orif dorsal distal radius fracture surgery conducted by dr. He has chosen a 2.4 mm variable angle lcp dorsal distal radius l-plates, three holes head (04.115.230), and wanted to plate on the intermediate column. He felt that this l-shaped plate was suitable as it could buttress the dorsal distal metaphysis. But this plate does not anatomically fit that patient, so he used a pair of bending pliers (347.901) to contour the plate. After several attempts, he managed to get the plate that fit nicely on the patient's bone. Dr. Positioned the plate on the patient by inserting a 2.4-mm cortex screw in the oblong combi hole on the shaft. Then the plate broke off when he tried drilling on the distal head holes. He was frustrated about this incident, as he needed to redo all the reduction and plating again. He was forced to change plates to fix the fracture. The surgery was delayed for 60 minutes but was successfully completed. This report is for one (1) va-lcp dors-drp-l2.4 r-angl shaft 3ho he. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. H6 the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device visual analysis of the photo revealed that va-lcp dors-drp-l2.4 r-angl shaft 3ho he has broken in two pieces at the 3 hole head section which is not intended to be bent/contoured. According to variable angle lcp dorsal distal radius plate 2.4 surgical technique (se_840387 rev. Ab): "reverse bending or use of the incorrect instrumentation for bending may weaken the plate and lead to premature plate failure (e.g. Breakage). Do not bend the plate beyond what is required to match the anatomy." Additionally, it was reported that a pair of bending pliers (347.901) were used to contour the plate, these are not approved by variable angle lcp dorsal distal radius plate 2.4 surgical technique. 329.12 bending pliers should be used. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for va-lcp dors-drp-l2.4 r-angl shaft 3ho he. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the potential cause can be attributed to off label use since the event descriptions confirms the shape of the implant does not anatomically fit the patient. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that va-lcp dors-drp-l2.4 r-angl shaft 3ho he has broken in two pieces at the 3 hole head section which is not intended to be bent/contoured. According to variable angle lcp dorsal distal radius plate 2.4 surgical technique "reverse bending or use of the incorrect instrumentation for bending may weaken the plate and lead to premature plate failure (e.g. Breakage). Do not bend the plate beyond what is required to match the anatomy." Additionally, it was reported that a pair of bending pliers (347.901) were used to contour the plate, these are not approved by variable angle lcp dorsal distal radius plate 2.4 surgical technique. 329.12 bending pliers should be used. A dimensional inspection for the va-lcp dors-drp-l2.4 r-angl shaft 3ho he was unable to be performed due to post manufacturing damage. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for va-lcp dors-drp-l2.4 r-angl shaft 3ho he. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the potential cause can be attributed to off label use since the event descriptions confirms the shape of the implant does not anatomically fit the patient. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A manufacturing record evaluation was performed for the finished device (part # 04.115.230 lot # 1336p69) and no non-conformances / manufacturing irregularities were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.